Manufacturer narrative:
Unit passed the self test and displacement test. Pump communicated properly with test guardian link transmitter. No auto mode anomaly noted during testing. The history download confirmed pump error 53 (line number 3540 file number 26) due to software error. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap does lock properly. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had pump error alarm. Customer was able to successfully clear the alarm and able to complete rewind. The self test was passed. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.